Manufacturer narrative:
E1: initial reporter address: atten: (B)(6).a device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of a minicap extended life pd transfer set. This was identified while disconnecting from peritoneal dialysis therapy on a cycler. The transfer set was replaced. There was no report of patient injury; however, the patient was given prophylactic antibiotic treatment. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.